Manufacturer narrative:
Section h10: (h3) the revision reported was likely the result of osteolysis and failure of the cement used to secure the femoral component to the femoral bone, which led to loosening at the cement-implant interface. However, this cannot be confirmed as there were no details regarding cementing technique or environmental conditions provided, the device was not returned for evaluation, and images and radiographs were not provided.

Manufacturer narrative:
The revision reported was likely the result of osteolysis and failure of the cement used to secure the femoral component to the femoral bone, which led to loosening at the cement-implant interface. However, this cannot be confirmed as there were no details regarding cementing technique or environmental conditions provided, the device was not returned for evaluation, and images and radiographs were not provided. H6: corrected health effect, component, and investigation clinical codes.

Event description:
Patient #10 of 17: it was reported via an article titled ¿high rates of aseptic loosening in modern posterior-stabilized femoral components from a single manufacturer¿, that this 69 y/o female patient¿s logic ps femur was revised 90 months postop the initial implant for aseptic femoral loosening.

Manufacturer narrative:
Section h10: (h3) pending evaluation.